Event description:
The light handle glove was placed on the light handle by the scrub nurse who did not see the defect where the glove did not cover the light handle completely. When the surgeon looked to adjust the light, he had contaminated his glove. All products that had been handled by the scrub nurse after placing the glove had to be discarded or removed and replaced with sterile products.